Manufacturer narrative:
Result: the material structure of the residual is compatible to epoxy resin adhesive. Blood can be excluded because no potassium is detectable. We got no info which bone cement was used during the initial surgery. For further investigations we used palacos r bone cement as compare medium because, this cement is mainly used in (B)(4). The further investigations confirm that the epoxy resin adhesive is compatible to palacos r. Chemicals based on epoxy resin are not used in the production process. After the above mentioned results, we checked our production and quality system documents and ruled out that the medical device contains the residual by leaving our premises. Neither during production nor resemble is an epoxy resin adhesive in use. Beside this all implants are checked of functionality during the end control. Meaning a movement heaviness of the joint would have been detected during this control. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the rotational and hinge knee system is also marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr part 803. The health insurance re-opened this case on (B)(4) 2009. This case was decided as a non mandatory report on (B)(4) 2008 because our investigation results stated that the medical device was not part of the incident. Anyway due to the european regulations we hereby re-opened this complaint as mandatory.

Event description:
During revision surgery of bushing replacement, the surgeon discovered foreign particles inbetween the polyethylene inlay and the axis.